Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a stroke on (B)(6) 2014.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate ii lvas, serial number (B)(6), and the reported stroke and gastrointestinal (gi) bleeding could not be conclusively established through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The hmii lvas IFU lists stroke and bleeding as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document also provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a stroke on (B)(6) 2014. The stroke was embolic, a CT was performed to diagnose the stroke, that patient's anti-coagulation status was monitored. No treatment was rendered, it resolved on its own.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted from 23feb2014 to 13mar2014. The stroke was determined to be ishemic, and not embolic. A condition that could have contributed to the stroke was that the patient had prior hemochezia. The CT scan that was performed upon admission showed a left parietal infarct that was older than 3 days in age. On (B)(6) 2014 the patient experienced multiple episodes of hematochezia with stable hematocrit and hemoglobin with stable vital signs. The gi (gastrointestinal) specialist was consulted and it was thought that the patient's hematochezia was secondary to hemorrhoidal bleeding. No scopes were performed. The patient's hematocrit continued to be stable. Heparin drip with coumadin was restarted and the patient was discharged home on warfin daily. The inr (international normalized ratio) was 1.8 at the time of the patient's discharge.